Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with full breach insulation degradation 4.5 cm from the connector pin. All other damage found is consistent with procedural damages.

Event description:
This report is to report of an event observed during analysis.